Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. This batch has no associated complaints to date.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 18 atms on the second inflation. The initial inflation was to 6 atms. The calcified, 99% stenotic lesion was located in the proximal left anterior descending (lad) coronary artery. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "good".